Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
The patient has a cervical scs system and a thoracic scs system. This issue is related to the cervical scs ipg. It was reported the patient has not charged or used her scs system in approximately 8 months. As a result, the scs ipg has become inoperable. Surgical intervention will taken at a later date to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Additional information received clarified that the patient's scs ipg was being explanted and replaced the same day that this report was initiated. It was also reported the issue resolved following the procedure.